Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified stent damage 30mm proximal from the distal tip. The recommended sheath size for this device is a 6fr sheath. The investigator was unable to advance the device into the sheath, due to the stent damage. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device.

Event description:
It was reported that the distal end of the stent was deformed. Vascular access was obtained via right femoral artery. The target lesion was located in the left subclavian artery. A 6f short sheath was placed and then used a common 260cm non-boston scientific guidewire to super-select the left subclavian artery. A 4f vertebral artery catheter was sent through the guidewire, and then the wire was withdrawn. When the location was determined by the angiography catheter, the stiffened wire was sent through the catheter and then withdrawn from the vertebral artery catheter. The 6f short sheath was then withdrawn through the stiffened wire. A 6f long sheath was replaced and was sent to the opening of the target lesion. A 5x40 mustang balloon was advanced through the guidewire to dilate the lesion, followed by the preparation of the placement of a 7.0x30x135cm express ld vascular stent. After the stent was routinely flushed and inserted into the 6f long sheath, it was unable to enter the body. The stent was removed and found the distal end was deformed and unusable. The device was replaced with 7x24 express ld stent and completed the procedure. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the distal end of the stent was deformed. Vascular access was obtained via right femoral artery. The target lesion was located in the left subclavian artery. A 6f short sheath was placed and then used a common 260cm non-boston scientific guidewire to super-select the left subclavian artery. A 4f vertebral artery catheter was sent through the guidewire, and then the wire was withdrawn. When the location was determined by the angiography catheter, the stiffened wire was sent through the catheter and then withdrawn from the vertebral artery catheter. The 6f short sheath was then withdrawn through the stiffened wire. A 6f long sheath was replaced and was sent to the opening of the target lesion. A 5x40 mustang balloon was advanced through the guidewire to dilate the lesion, followed by the preparation of the placement of a 7.0x30x135cm express ld vascular stent. After the stent was routinely flushed and inserted into the 6f long sheath, it was unable to enter the body. The stent was removed and found the distal end was deformed and unusable. The device was replaced with 7x24 express ld stent and completed the procedure. No complications were reported, and the patient condition was stable.